Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 160 colony forming units (cfus) of klebsiella pneumoniae and 1 cfu of ochrobactrum intermedium in the suction channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Additional information: d8, d9, h3, h4, h6, h11. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: october 15, 2024. Sampling from: all the channels. Cfu: 1 cfu/endoscope. Bacterial identification: bacillaceae. The device was evaluated where an additional potential adverse event was confirmed where the distal end cover had a burn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the positive culture investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the investigation of the distal end cover burn, high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. However, a root cause was not determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Instructions operation manual for gif-1th190 chapter 3, ¿preparation and inspection¿ section3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿ instructions operation manual for gif-1th190 chapter 4 ¿operation¿ section 4.3 ¿using endo therapy accessories¿ olympus will continue to monitor field performance for this device.